Event description:
The customer reported that an 840 ventilator had a unresponsive touchscreen. Covidien tech support engineer (tse) troubleshot this issue with customer over the phone and suggested cleaning the inside of the front housing or replace the "trouchframe pcb." Covidien was not authorized to service the device.